Event description:
It was reported that the user experienced fluctuating blood glucose with hyperglycemia to 300 mg/dl for about six hours after an unannounced breakfast and subsequent hypoglycemia to 51 mg/dl for about thirty minutes after an unannounced dinner, while using the ilet bionic pancreas; the user believed breakfast had been announced but no meal entry was present on the pump, and they questioned whether the pump was delivering excessive insulin and requested target changes. Symptoms included hyperglycemia and symptomatic hypoglycemia. Outcomes included self-treatment of the low with oral carbohydrate and recovery without hospitalization. Investigation included troubleshooting and education, including guidance to consistently announce meals, especially breakfast and dinner, to support algorithm adaptation and reduce overcorrections and subsequent lows, and escalation to clinical decision support for review of target settings. Investigation of this case revealed use-related factors, specifically missed meal announcements, which are consistent with observed hyperglycemia followed by algorithm-driven corrections and a later low when dinner was also unannounced; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to missed meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.